Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion and subsequently, insulin drips were not observed to be dripping out of the infusion set tubing and the cartridge tubing during the load fill tubing sequence. A new cartridge was loaded and the issue continued. Customer's blood glucose level was 308 mg/dl. The customer reverted to manual injections for insulin therapy.